Manufacturer narrative:
Correction: coding for discomfort was needed for clinical signs and symptoms.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and extra cardiac stimulation on the atrial (ra) lead. Programming changes were performed to resolve the issue. There were no patient consequences.